Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported patient presented to hospital with syncope. All measurements are stable. Ventricular pause was observed. The device was reprogrammed. Further information is not available at this time.